Event description:
During follow-up, far-field r-wave oversensing was observed. The device was reprogrammed to resolve the event. Following the reprogramming, undersensing was observed on the atrial channel due to the reprogramming. Abbott technical support was contacted and suggested further reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition.